Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was observed on the lv lead. The patient was asymptomatic and unaware of the lead changes. The lead was advanced to its original position with optimal electrical measurements on (B)(6) 2018. The patient¿s condition was stable throughout the event.